Event description:
It was reported that this right atrial (ra) lead was fractured which was probably due to age-related deterioration of the lead. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. A supplemental report was created to capture correct implant date (B)(6) 2007.

Event description:
It was reported that this right atrial (ra) lead was fractured which was probably due to age-related deterioration of the lead. This lead was surgically abandoned. No additional adverse patient effects were reported.